Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Rf telemetry interrogation of implantable cardioverter defibrillator was attempted; however it was noted the device would not switch to rf telemetry. The issue was resolved by performing the cybersecurity firmware update. The patient was in stable condition.